Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode during routine follow-up. Subsequently, the patient was scheduled for crt-d replacement. The crt-d remains in service at this time. The crt-d was explanted and replaced. No additional adverse patient effects. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode during routine follow-up. Subsequently, the patient was scheduled for crt-d replacement. The crt-d remains in service at this time. The crt-d was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found in safety mode during routine follow-up. Subsequently, the patient was scheduled for crt-d replacement. The crt-d remains in service at this time. No adverse patient effects.